Manufacturer narrative:
On 12 march 2019, an ortho employee became aware of a published article ¿pseudohypernatremia due to esmolol: a novel case report of drug interference in laboratory testing.¿ in which a higher than expected vitros na+ (sodium) result tested on a vitros 5600 integrated system was compared to the non-vitros siemens na+ result obtained from the same sample. The assignable cause of the event is unknown, however, esmolol interference causing cross-reactivity with the vitros na+ slide¿s ion-selective electrode (ise) cannot be ruled out as contributing to the event. The vitros na+ instructions for use does not list esmolol as an interfering substance. Vitros na+ slides or the vitros 5600 integrated system could not be ruled out as contributors to the event, as no within-run precision testing results to assess the performance of the vitros 5600 system were provided, and no historical quality control results were provided for the vitros na+ slides. Therefore, it is unknown if the vitros 5600 system or the vitros na+ slides were performing as intended during the timeframe of the event.

Event description:
On 12 march 2019, an ortho employee became aware of a published article ¿pseudohypernatremia due to esmolol: a novel case report of drug interference in laboratory testing¿ in which a higher than expected vitros na+ (sodium) result tested on a vitros 5600 integrated system was compared to the non-vitros siemens na+ result obtained from the same sample. Patient sample vitros na+ result of 162 mmol/l vs. The non-vitros siemens sodium result of 123 mmol/l biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros na+ result was reported to the clinician and the patient was treated for hypernatremia until simultaneous plasma and whole blood samples revealed the discrepancy. A corrected report was issued and patient treatment was discontinued. The article provided no further details concerning the status of the patient after being treated for hypernatremia, the type of treatment provided, or how long the treatment took place. There were no reported allegations of patient harm caused by un-necessary hypernatremia treatment documented in the article. Per ortho medical safety officer consultation on 25 march 2019: "the treatment to correct hypernatremia in a patient with hyponatremia might be harmful, especially if the treatment is not well monitored and going too fast, the patient may have cerebral edema and even die from the brain damage (in severe cases)". There were no reported allegations of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).